Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal laparoscopic procedure, while inserting the scope, the valve seal disengaged and there was air leakage. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal, obturator, dissector balloon, trocar balloon and lock collar appeared intact. The inflation syringe was received. The insufflation bulb was received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. The hole was covered, and the dissector balloon was inflating, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.